Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported patient had a peroperative diagnosis of failed right total hip arthroplasty (tha) with initial x-rays that demonstrated a break in the femoral implant as indication for a procedure of a revision of right tha. Procedure findings indicate that once the proximal prosthesis was exposed it was found to be loose and was easily removed by hand.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.